Event description:
During an implant procedure, the stylet was unable to be removed from the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead with stuck stylet was returned in two pieces. The polytetrafluoroethylene (ptfe) coating of the stuck stylet was found stripped and was bunched up with the inner coil at the connector and middle regions of the lead consistent with procedural damage. The cause of the reported event was isolated to the bunching of the stripped ptfe coating of the stylet inside the inner coil at the connector and middle regions that prevented the removal of the stylet. Electrical testing did not find any indication of conductor fractures or internal shorts.